Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of b. Braun surgical s.a. (Manufacturer). Exemption number: e2014012 manufacturing site evaluation: samples received: 5 open and 5 closed pouches. Analysis and results: there are no previous complaints of the same reference-batch. (B)(4) units were manufactured and distributed of this code batch. There are no units in stock. Tightness test to the closed samples received has been performed and the units are tight. Tested the needle attachment of the samples received and the results fulfil the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is justified. Taking into account that three of the five open units received presented the defect and the threads were still wound on the pack actions on product: replace this code/batch to the customer or issue a refund. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaints: china. Separation between needles and threads were found when suturing by different surgeons at the (B)(6) hospital.